Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic r. Hemi-colectomy, bowel was mobilized and then accessed through a small incision to do a bowl resection. The first two firings occurred without incident. When the surgeon attempted the anastomoses with a third reload the linear cutter only fired one third of the reload. As the reload did not perform to expectation and the anastomoses site had to be resected and another linear cutter was opened and bowel was resected however, the new linear cutter did not form staples properly and surgeons decided to abandon linear cutter and hand sew the anastomoses instead. The surgery was delayed by unknown amount of time. There were no fragments generated and the surgery was successfully completed. Pt was subjected to a longer anesthetic period. There was very little tissue therefore even though the surgeon sutured the anastomosis, they're concerned that due to the minimal amount of tissue available to work with the suture would not hold the tissue together as intended. They did not have much bowel to work with, there is a risk of problems in the future. There were no patient consequences reported.